Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an error 1 meter error message. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/01/2016 with the following findings: a review of the meter history indicated a meter error 1 sub-code 27 had occurred, indicating a rf failure. The meter powered on normally and successfully paired with a test pump. No errors occurred during investigation. The initial complaint was observed in the meter history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).